Event description:
Plaintiff was employed as a central service tech, surgical aide and anesthesia aid who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: respiratory problems, asthma and anaphylaxis. Plaintiff alleges developing a latex allergy.